Event description:
It was reported to philips that the system's table was angulating on its own, without command. No harm was reported to philips. Philips has started an investigation of this complaint.